Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirty-nine successfully performed treatments. Prior to the reported treatment another treatment with the same patient identify and eye was aborted during beam control check. The logfile show the error message. This beam control check error appears during the focus control routine of the applanation cone. A possible reason is that the applanation cone is dirty or damaged. The user started surgery again, using a new patient interface. The reported treatment could be identified in the logfile. The surgeon interrupted the treatment once by releasing the laser pedal during canal cut; treatment was only twenty one percent complete. The laser showed the info message: 'vacuum pumps stopped by foot pedal - treatment is aborted' once. The vacuum pumps were shut off. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The treatment report image shows that most probably canal was shot entirely into the patient interface surface, therefore good ventilation could not be assured. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. Root cause for this event could not be identified conclusively. An inappropriate insertion of the patient interface, together with thin flap planned, multiple docking attempts, docking technique could lead to the described event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with inadequate flap formation and vertical gas breakthrough in the left eye during flap creation procedure. The surgeon used microkeratome to completed the flap procedure. There was no patient harm reported. There are multiple related reports for this facility. This specific report addresses patient initials ba with the left eye issue, and additional reports from other manufacturers will be filed.